Event description:
A customer reported difficulty with the pump's wake button, which did not respond or required multiple presses. The customer's blood glucose level was recorded as "high," but no specific value was provided. Reportedly, the customer would use manual insulin therapy when its available to them to address high bg. The customer reverted to an alternative method of insulin.